Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not available.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Complaint sample was not returned to codman; therefore, the evaluation could not be performed. A review of quality records related to this lot number was performed and no discrepancies were noted. The cause(s) of the difficulty reported by the customer could not be determined. Device not available.

Event description:
Clinician decided to revise the patient's shunt because the patient was not having consistent relief of symptoms. During the revision surgery, it was discovered that the valve had broken. It appears that the encasement at the proximal inferior portion of the siphonguard, where it meets the valve mechanism, had broken. (B)(6) 2015 per rep: the patient had to undergo surgery to replace the valve due to it failing. But he is doing fine.